Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.